Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the problem was due to an external contamination of the collimator. As a result, the iris no longer functioned properly. In order to protect the patient and not to expose him or her to increased radiation due to incorrect blending, the system switched to the so-called bypass fluoro mode for safety reasons. This special mode is a mitigation of the problem. It allows the system to continue generating imaging. However, neither acquisition nor storage or further processing of data is possible and the image quality is reduced. Such a problem requires service intervention. A technician went on site and found the aperture contaminated, but could not clarify what this circumstance was due to. The technician cleaned the collimator, then carried out appropriate functional tests and put the system back into operation. Spare parts were not used. The error mentioned in the complaint has not been reported again. The occurrence rate of the aforementioned error pattern was checked and a possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.